Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "tried to apply clips into tissue but the mlca couldn't grasp tissue at all." Failure analysis found the primary finding of clip test failed to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips clip test was performed and failed, the grips failed to open and close while on the system but opened and closed when manually manipulated. The root cause is not determinable/applicable. A review of the instrument log for the medium-large clip applier instrument (part # 478053-04/lot# n10210728 0013) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021, on system (B)(4). The instrument had 62 uses remaining after last use. In addition, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Isi received video clips related to the alleged complaint. A review of the video clip was conducted and the following additional information was provided: in the first video clip, I did not see an attempted clip fire. The clip applier was installed with a clip, and then the jaws were open and closed multiple times in open air away from tissue. In the second video clip, a clip had already been placed in tissue. The clip applier was installed with a clip, brought to the target tissue, but the clip did not close onto the tissue. Another attempt to clip was made, and it was successful. It is unclear to me if the structure being clipped was fully dissected circumferentially. It is possible that surrounded tissue prevented the clip mechanism from engaging, but this is speculation. Failure analysis investigations confirmed the instrument failed grips clip test. The root cause is not determinable/applicable. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, when the customer used the medium-large clip applier instrument to apply the clips onto the tissue, the instrument could not grasp the tissue at all. Despite testing the instrument without grasping the tissue for over 10 times inside of the patient, the same issue persisted. A backup instrument of the same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The customer used the medium-large (ml) clip applier with the hem-o-lok ml ligating clip. No broken/ loose cable was noted. The vessel was less than 10 mm in diameter. There was no misapplication issue. In addition, non-intuitive motion was not observed. The instrument did not collide with any other instrument or tool during procedure. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. There was no patient injury/harm. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier (mlca) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated and confirmed the customer reported complaint "tried to apply clips into tissue but the mlca couldn't grasp tissue at all." Failure analysis found the primary finding of clip test failed to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips clip test was performed and failed, the grips failed to open and close while on the system but opened and closed when manually manipulated. The root cause is not determinable/applicable. The instrument was transferred to engineering for further investigation. Primary fa was confirmed. The instrument was placed on an in-house system and failed the clip test. The housing was removed and it was determined that the push-pull rod had become fatigued as it was bending when articulating the input manually. After a few cycles of articulation, the push-pull rod broke. This fatiguing of the rod is what likely prevented the jaws from closing all the way. The issue was attributed to a component failure. Additional information can be found in the following fields: g3, g6, h2, h6, and h10. Failure analysis information can be found in the following fields: h6 and h10.

Event description:
Refer to h10/h11 for follow-up information.